Event description:
It was reported that during an open procedure of t10-pelvis posterior instrumented revision/extension of prior fusion with posterior column osteotomies, l2-3 laminectomy explant of hardware, t9+10 vertebroplasty, t9-11 ligament augmentation in surgery room seven, during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the vlft10gen had an issue when using the monopolar pencil, the patient started to brady down (experience bradycardia) when the monopolar device was being used, prior to resuming normal cardiac rhythm. Anesthesia asked providers to stop the surgery until heart rate stabilized. It did and the surgical team continued with the procedure. The surgical time was extended by five minutes. Two non-medtronic pen, two non-medtronic rem pads, and two esu (electrosurgical unit) units were used.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure of t10-pelvis posterior instrumented revision/ extension of prior fusion with posterior column osteotomies, l2-3 laminectomy/ explant of hardware, t9+10 vertebroplasty, t9-11 ligament augmentation in surgery room seven, during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the vlft10gen had an issue when using the monopolar pencil, the patient started to brady down (experience bradycardia) when the monopolar device was being used, prior to resuming normal cardiac rhythm. Anesthesia asked providers to stop the surgery until heart rate stabilized. The surgical time was extended by five minutes. Two non-medtronic pen, two non-medtronic rem pads, and two esu (electrosurgical unit) units were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure of t10-pelvis posterior instrumented revision/extension of prior fusion with posterior column osteotomies, l2-3 laminectomy/ explant of hardware, t9+10 vertebroplasty, t9-11 ligament augmentation in surgery room seven, during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the device had an issue when using the monopolar pencil, the patient started to brady down (experience bradycardia), prior to resuming normal cardiac rhythm. The surgical time was extended by five minutes. Two non-medtronic pen, two non-medtronic rem pads, and two esu (electrosurgical unit) units were used.